Event description:
Monitor did not alarm when heart rate dropped below parameter of 50bpm minimum. No strip or alarm sounded at central monitoring station. Pt became bradycardiac, 1st degree heart block, apenic, pulseless electrical activity. Failed to recover patient. Follow up reveals: the incident involed a bedside monitor attached to a central monitor. The decreased heart rate was witnessed at the bedside. Biomed in checking into disabling the silence feature.